Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had button error alarm on the insulin pump. Customer's blood glucose was 283 mg/dl at the time of the incident. Customer stated that this is the second time that the button error has occurred and it won't let her do anything. Customer stated that she also had a high blood glucose last week. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.